Manufacturer narrative:
Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported that during an intraocular lens implantation procedure, the iol broke in half following insertion of the lens in the eye. The lens was replace and the procedure was completed without patient harm.